Event description:
It was reported that during npwt utilizing a renasys foam filler kit, the dressing did not compressed at all, so nothing reached to the canister, the message of "blockage/full" was displayed on the screen. The problem solved by exchanging the dressing. There was no patient harm. There was no delay.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the problem was identified immediately after the therapy started, consequently, there is not potential harm to the patient and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.